Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced due to elevated short interval counts (sic). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data was collected and analyzed. Analysis of the data indicated oversensing due to non-physiologic signals/ short interval counts (sic). 38,210 lifetime sic were recorded beginning (B)(6) 2014.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4).